Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels. The customer did not provide the blood glucose value. The customer was admitted to the hospital by the paramedics due to the incident. The customer declined troubleshooting. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.